Manufacturer narrative:
The screw was not bent. The inpen screw advanced/retracted with high resistance cause by broken encoder bond. Unable to verify communication anomaly or perform functional test due to broken encoder anomaly. No cosmetic damage noted per visual inspection.

Event description:
The customer reported via phone call to report issues with inpen app not displaying current glucose readings. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.